Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient needed to be reprogrammed because the programs the patient had were not working and it felt like burning up their back/hurts. Patient services reviewed considerations to turn the stimulation down or turn the stimulation off. The patient stated that they have had the device a long time and they know what they are doing. The patient was directed to their healthcare professional to address symptoms and for programming/check device. No further complications were reported/anticipated. Additional information received from the consumer reported that she had an infection related to retention. The patient stated she later got a second infection and was starting to get another one. The patient explained that the implant overstimulates and inflames the nerves. The leads were checked by a manufacturer representative and were fine. The patient was directed to follow-up with the healthcare provider.